Event description:
It was reported that an ilet pump experienced unexpected shutdowns despite showing a full battery, including episodes overnight, and the user could not wake the screen with the wake button and instead had to use a charging pad; no alerts were observed, and a clinician recommended replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and third parties. Investigation of this case revealed an insulation problem associated with a seal component that is consistent with the reported unexpected shutdown behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.